Event description:
Pt presented with infection of implant site with concommitant skin ingrowth of abutment. Pt had revision surgery to remove skin over abutment and abutment was changed from a 6 mm to a 9 mm.

Manufacturer narrative:
Skin infection and tissue overgrowth is known to occur with this type of skin penetrating devices and communicated in the labelling. Clinical retrospective data shows no increased incidence of skin problems with the ponto system compared to what is known from the literature with similar products. Revision surgery to remove additional tissue and changing to a longer abutment is recommended in the surgical manual.